Manufacturer narrative:
D10 concomitant medical product: sc-543, sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#d4a3772y); sc-543, sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot#d4a3772y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysterectomy, the suture broke. It was noted that two to three sutures were used and had the same issue. Another suture was used to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. One opened and twenty-three sealed devices were available for evaluation. Visual inspection of the opened suture noted that the needle was returned attached to the suture. The suture was returned broken into several segments. Unfortunately, as the suture sample was returned open, a tensile strength test could not be performed. Visual inspection of the sealed samples noted no abnormalities. Functionally, the suture thread broke at the needle swage when attempting to remove the sealed suture sample from the retainer. It was reported that the suture broke. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all med tronic quality specifications. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing and/or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.